Event description:
It was reported by service report that the weld is broken on the torque tube weldment. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: torque tube weldment.